Event description:
During service testing, failure code 570:320:844:0000 (depleted/damged battery) was found in the event history. According to the hosp representative there was no pt injury or medical intervention reported. No additional contacts or information was provided